Manufacturer narrative:
(B)(4). The customer reported a failure to alarm at the obtv central station. No pt harm was reported. While the device display provides visual indicators of alarms/alerts occurring, the user may not recognize the failure or the pt need for additional therapy. Sometimes the issue may be determined to not be a malfunction but related to a configuration of the obtv (alarming permissions based on the hospital protocol, and or lowered audible sound at the fetal monitor). In this case, further conversation showed that the device in question was not configured to have alarms sent to the obtv. Philips assisted the customer correcting this user error. There was no device malfunction. Device labeling (instructions for use) adequately describe configuration of alarming. No further investigation or action is warranted.

Event description:
The customer reported a failure to alarm at the obtv central station. No pt harm was reported.